Manufacturer narrative:
The reported complaint related to false air in line alarms could not be confirmed. Incident device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported by an ICU clinician that there were air-in-line alarms occurring "1-2 times." Per the clinician, tubing was changed with first air-in-line alarm, and the channel was changed with the second air-in-line alarm. The event occurred a couple of months ago. There was no patient harm.